Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "l tka nav - trialed ps with 9mm poly trial at 1.5 degree flexion, varus/valgus was 4 degree final 9mm poly was 5 degree hyper extension 7 degree varus/valgus. Removed and retrialed with 11mm poly. Insert final poly was 11mm. Navigation showed 0 degree-147 range of motion, varus/valgus 4 degree."